Manufacturer narrative:
This is a duplicate reporting of the event reported on (B)(4).

Event description:
It was reported that at the user facility, a bur had broken off inside the attachment. Additional information has been requested from the user facility.upon follow-up with the user facility, it was reported that the event occurred during a surgical procedure. It was reported that there were no adverse consequences and no medical intervention. A backup device was used to complete the procedure successfully.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that at the user facility, a bur had broken off inside the attachment. Additional information has been requested from the user facility. Upon follow-up with the user facility, it was reported that the event occurred during a surgical procedure. It was reported that there were no adverse consequences and no medical intervention. A backup device was used to complete the procedure successfully.

Event description:
It was reported that at the user facility, a bur had broken off inside the attachment. Additional information has been requested from the user facility.

Manufacturer narrative:
Upon follow-up, the user facility reported additional information.